Manufacturer narrative:
No product has been returned and a valid lot number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor was reviewed and the DHR showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. A tripped trend review was completed for the reported complaint and there were no confirmed complaints within the trend data. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A mother reported her son, the customer, had an allergic skin reaction on day 3 of wear of the adc freestyle libre sensor. The son's symptoms were described as redness and itching at the sensor site. The son was prescribed the corticosteroids, diprosone (betamethasone dipropionate) cream and efficort (hydrocortisone) cream, along with the antibiotic cream, mupirocin, for treatment.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date is an approximation based upon the details provided in the case. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A mother reported her son, the customer, had an allergic skin reaction on day 3 of wear of the adc freestyle libre sensor. The son's symptoms were described as redness and itching at the sensor site. The son was prescribed the corticosteroids, diprosone (betamethasone dipropionate) cream and efficort (hydrocortisone) cream, along with the antibiotic cream, mupirocin, for treatment.